Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 8:15am. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, the patient reportedly developed a symptom of trembling and felt nervous fifteen minutes later. The patient, however, denied she received any medical intervention following the reported power issue. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter's batteries did not need to be replaced (per owner's booklet recommendation), there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.